Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was informed that the 261h monitor is no longer servied and a discontinuation letter was sent. The customer stated a different outlet / ac adapter was tried; however, the monitor still did not power on. The customer is going to reach the users to see how they would like to proceed. The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor does not power on. The issue was found during preparation for use before the procedure, there was no patient involvement and no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 type of investigation on initial: "10 - testing of actual/suspected device" should not be selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation because it is no longer supported. Olympus will continue to monitor field performance for this device.